Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient was undergoing an unrelated procedure when noise over-sensing causing inappropriate automatic mode switches on the atrial lead was noted. No intervention was performed as they were in the middle of the procedure when it occurred. Patient was stable after the event.